Manufacturer narrative:
H3: device not received by manufacturer; b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that when the device was being changed the change site was observed to be red, swollen, and warm. While switching to a new device there was medication observed to be in the old device, however, the device didn't alarm or give any alert messages. Device settings: rate confirmed to be 0.014 ml per hr.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.